Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their infusion sets. The customer states they had gotten no delivery. The customer states they had issues with different sets. The customer states their blood glucose levels had been over 400mg/dl. The customer states their infusion set had been kinked. The customer declined to troubleshoot for the highs. The customer was advised replacement sets would be sent.